Event description:
It was reported while preparing to use the bd safetyglide¿ needle only, 25 g that the needle is clogged/blocked. The following information was provided by the initial reporter: when the needle is attached to the syringe and the plunger is pulled back, no air passes to the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while preparing to use the bd safetyglide¿ needle only, 25 g that the needle is clogged/blocked. The following information was provided by the initial reporter: when the needle is attached to the syringe and the plunger is pulled back, no air passes to the needle.

Manufacturer narrative:
H6: investigation summary: it was reported that no air passes to the needle. To aid in the investigation, nineteen sealed samples were received for evaluation by our quality teams. Six needles were found to be clogged. The condition observed at the packaging site is non-conforming per product specification. Further investigation was performed at the needle manufacturing site. A visual inspection was performed and no defects or imperfections were observed. Then each sample was connected to a syringe with saline solution. Of the nineteen samples one samples did not expel the solution, these needles is clogged. A device history record review was completed for provided material number 305916, batch numbers 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.